Manufacturer narrative:
Product was not available for eval. Event occurred on (B)(6) 2012, however, was not reported to b & b medical technologies until 5/10/2012. Each bite proof bite block is packaged with instructions for use. Printed on the instructions for use is a caution notice that states: "should cuff filling problem occur, gently pull the pilot balloon tube taut to remove any kinks." Since 05/10/2009, b&b has sold over 300,000 each bite proof bite blocks. (B)(6) medical center has been the first user facility to report cuff related issues with use of the bite proof bite block.

Event description:
On (B)(6) 2012, physicians at the (B)(6) were unable to withdraw an endotracheal tube from a pt during a planned extubation. The cuff was deflated twice and the endotracheal tube still could not be withdrawn. The line to port used to inflate the pilot balloon was cut and then the endotracheal tube was withdrawn. It was found that the pilot balloon tube was pinched in between the endotracheal tube and the b&b bite proof bite black.